Event description:
Information received a smiths medical ambulatory infusion pumps/cadd ms3 pumps under infused as the patient her cassette was still full after 24 hours of infusion. Patient receives: remodulin mdv 5mg/ml, dose or amount: 45.62 ng/kg/min for pulmonary arterial hypertension. She had notified doctor and nurse, she was instructed by them that she should go to hospital if she should become symptomatic and condition worsens. Patient had a back up pump she successfully switched to. However, patient reported to be symptomatic feeling clammy and lousy. Time lapse of under infusion may have contributed to event. Medication is life sustaining. The event was isolated to a pump issue and not cassette.